Event description:
It was reported that this implantable pulse generator (ipg) system was explanted due to medical judgement. The system was not replaced. The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant products: product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID 4965 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).